Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 63 events were reported for this quarter. Product return status: 50 devices were received. 3 devices were not available for evaluation. 10 device investigation types have not yet been determined. Additional information: 63 devices were not labeled for single-use. 63 devices were not reprocessed or reused.

Event description:
This report summarizes 63 malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 63 previously reported events are included in this follow-up record. Product return status: 53 devices were received. 10 devices were not available for evaluation.

Event description:
This report summarizes 63 malfunction events in which the device reportedly overheated. 48 events had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.